Event description:
The company was informed of a revision case of the tops system in the us, to remove and reinsert new set screws for a patient who previously underwent tops procedure. The original procedure was performed on (B)(6) 2024. It was reported that the patient was engaged in intensive physical sports activity and heard a pop. Subsequently, the surgeon decided to replace two set screws on (B)(6) 2025. No failure in the implants was indicated and all the implants remained in-situ.

Manufacturer narrative:
Review of the manufacturing records of the involved lot was performed and indicated that it was manufactured in accordance with company specifications without deviations. Product labeling includes instructions to follow postoperative care procedure instructed by the physician, including type and timing of physical activity and lifting. This is the first time such a complaint has been reported. The rate of revisions associated with the tops system is lower than the reported rates in the literature for similar systems. In accordance with the available information, the most probable cause for the reported event is patient noncompliance with the postoperative care procedures during the postoperative phase.